Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid inside the analyzer and the dilution cup overflowed. The customer indicated that the reagents were contaminated. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer indicated that the customer had reported the waste bottle was not connected properly. The fe also found the carousel gear was loose. The appropriate repairs and adjustments have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).